Manufacturer narrative:
Patient reported to be (B)(6). Coughing; non-surgical medical intervention required. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during an egd procedure on (B)(6), 2011. According to the complainant, the patient presented with a stricture high within the esophagus. The stent was successfully placed on (B)(6), 2011. The complainant reported that the feeling of the stent caused the patient to cough, which later was reported as 'resolved'. During a follow-up examination of (B)(6), 2011, the physician noted that the stent had migrated 3-4cm distally within the esophagus. The stent was pulled back proximally with a pair of rat tooth forceps. The patient is listed as being fine following this intervention.